Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the discrepancy between the sensor glucose and blood glucose. Also, the customer reported an insulin delivery suspended due to the sensor glucose vs blood glucose. The customer has mentioned a sensor glucose of 70 mg/dl, blood glucose of 145 mg/dl, and the difference was more than 30%. The customer reported no adverse event. The event involved product(s) mmt-1884 and mmt-7040a. Troubleshooting was performed, and the sensor glucose vs. Blood glucose difference was not within the target range. No harm requiring medical intervention was reported. No product return is required for mmt-1884. Mmt-7040a was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Following our receipt of the one returned used partial sensor (needle did not return) and performed a visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings. Also, eis 1 hz and 1024 hz are out of range. Placed sensor on the microscope and found delamination damage. See attached file for results. In summary, the customer complaints of unexpected sensor alarms were confirmed during the bicarbonate buffer testing with high isig readings and failed eis 1 hz and 1024 hz. Found damaged as seen under the microscope. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.